Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Review of the device data logs revealed an error message (sf179) related to the super capacitor. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf) and did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed an error message (sf179) related to the super capacitor and revealed an internal battery degraded warning alarm. Visual inspection of the main circuit board revealed a capacitor leak. Performance testing could not reproduce the reported device did not power on. The internal battery and main circuit board were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf179 was due to a super capacitor electrolyte leak while the internal battery degraded warning alarm was due to the battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf) and did not power on. There was no patient harm or serious injury reported as a result of this incident.